Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Visual analysis of the device observed the coil was covered in dried blood. The coil was severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. Microscopic examination noted smooth zap tip shape and surface. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06634; 2134265-2015-06635. Reportable based on device analysis completed on (B)(4) 2015. It was reported that the coils were jammed in the catheter. The target area was located in a mildly tortuous pulmonary atriovenous malformation. A 8mm x 20cm interlock -35 and two 20mm x 40cm interlock -35 were used for embolization. A non bsc catheter was flushed vigorously prior to insertion of the coil. The introducer sheath was firmly seated and held during the advancement of the coil until the entire coil were in the catheter. The delivery wire was not rotated during the advancement. The physician then advanced the coils halfway to the catheter; however, it was observed that the coils were jammed within the catheter. The physician retracted the coils slowly and attempted to advance the coils; however, resistance was still observed. The devices were removed from the patient's body and completed the procedure with a different coil. There were no patient complications reported. However, device analysis revealed the interlocking arm was pulled off.